Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was in backup vvi mode with high voltage therapy disabled. The device imaging could not be saved and no timestamps were recorded. A possible exposure to electromagnetic interference was when the patient was in a welding shop. The device image memory and battery appears to be corrupted. The cause of the device in backup vvi is unknown. The issue was resolved with device download. The patient will continue to be monitored.

Event description:
New information received states when the patient returned to the clinic, the device was found to be in backup vvi mode again. The patient remained asymptomatic. The device image again could not be saved. The device was restored once a firmware download was installed. The device was explanted and replaced. The patient remained asymptomatic before, during, and after the procedure.

Manufacturer narrative:
The reported field event of backup vvi was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.